Event description:
It was reported that the patient had positive blood cultures with tricuspid valve endocarditis and vegetation observed on the leads. The ipg system was explanted via open heart surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).